Event description:
While nurse was suctioning patient noticed hyperalimentation fluid uder chest dressing over central line site. Took dressing off,catheter was still intact at chest site, but leaking IV fluids. The catheter had a crack. Patient required multiple attempts at another central ine start. New line started in right femoral veininvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.